Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was not duplicated or confirmed. The uut (unit under test) was found to be functional without faults. As a resolution,the hybrid board,battery cover and main board were replaced.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Service tech was able to verify and confirm the reported issue. The root cause is the hybrid board. Medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a loose battery connection on the revel ventilator. It is also turning off and on when moving.the customer confirmed that there was no patient involvement associated with the reported event.